Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having the ins battery moved on (B)(6) 2022, however they were really leery and wanted to speak with another mdt rep as their rep was on vacation.  Patient services (pss) asked the pt for the reason for the ins revision; pt stated that it had been hurting really bad and that the ins kept moving up their right rib. Pt stated that the ins was helping their legs, so it was a give and take situation. When pss asked for the event date, pt stated that it started kind of right away, but that they let it go for a few weeks since they thought that it was probably normal. Pt stated that  health care professional (hcp) thought that the muscle wasn't accepting the ins. Pt noted that they had seen their surgeon and their hcp that works with the surgeon regarding the issue, however they had some questions for a rep. Pt stated that they had a list of reps to call, so they would reach out to the reps themselves. Pt noted that the other reps weren't there this past friday, however they had been there every other time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.